Manufacturer narrative:
(B)(4). Batch # p91x5v. The device was returned with the tissue pad damaged, melted, and 100% present. Dry body fluids were observed on the shaft and handle. The device was connected to the gen11/pi key to test functionality. During functional testing, the device was functional and worked as intended. As the lab testing showed the device was functional and active, no conclusion could be reached as to what caused the reported event. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of these lots.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device of lot# p91z1r was being used and the tissue pad on the tip melted and detached from the device. The tissue pad did not fall into the patient, and the detached piece was discarded. Another device of the same product code of lot# p91p1j was pulled and used for a while then stopped working. The generator displayed an alert to replace the instrument. A third like device was used to complete the procedure. There were no adverse consequences for the patient.